Event description:
According to the reporter, in a daily test, the device alarmed that the therapy connector was not connected. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed an intermittent "therapy leads off" message. Physio replaced the therapy cable module and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.